Event description:
Procedure: lobectomy. According to the reporter: during cutting, a squealing sound was heard and the tissue pad broke off. No pt injury was reported and nothing fell into the pt cavity.